Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not received at the complaint investigation site (cis) for analysis. Review of the manufacturing records for the reported batch confirmed that the devices met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred.the lesion being treated was located in a very tight left anterior descending artery. The physician was attempting to implant a 2.25x24mm taxus atom stent in the target lesion. The stent buckled in the center but was still attached. The procedure was completed with another of the same device. There were no reported complications and the patient condition is stated as okay.